Event description:
A customer contacted beckman coulter regarding erroneous digoxin (dig) results that were generated by the access 2 instrument. The initial dig result was 2.93ng/ml. The customer re-tested the original sample for dig on the same day and obtained lower results (1.74ng/ml, 1.29ng/ml, and 1,57ng/ml). A fresh sample (serum and plasma) was collected from the pt on the next day and tested for dig. The plasma results were: 2.1ng/ml, 2.9ng/ml and 3.1ng/dml. The serum results were: 3.4ng/ml, 2.4ng/ml and 3.2ng/ml. The customer indicated that the erroneous dig results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. System check performed in 2006, prior to the event, passed. System check ran two days later, at 09:30, after the initial erroneous result was obtained, was within specifications. Samples are collected in serum separator tubes. No other results or assay were in question at this time and customer stated that they believe this event is isolated to one pt sample. Customer declined service as instrument is performing as expected. Although customer suspects that pre-analytical factors may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.